Manufacturer narrative:
A zoll field service engineer went onsite to evaluate the device. During the evaluation it was found that the knob fell off, which was the reason the driver would not start. As a result, the power knob was replaced and the device passed all verification testing.

Event description:
The customer reported that the driver would not start. There was no patient involvement.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Some information was not provided and is unknown; therefore, a complete UDI cannot be provided.